Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site located in the pt's native coronary artery. Upon the initial inflation attempt, it was reported that the balloon would not fully inflate. In response, another balloon catheter was utilized to fully expand and successfully deploy the stent. There were no add'l complications reported relative to this event.

Manufacturer narrative:
The results of co's product eval revealed that a transverse fracture was observed in the "s"-fold of the balloon, approx 1mm in length which was positioned between the marker bands. No conclusion could be drawn as to the cause of the fracture. Cordis has initiated a corrective action relative to this type of occurrence which involves the replacement of the meditech balloon catheter to the cordis opta 5. The cordis balloon has been tested to show a superior burst resistance.